Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was in overdischarge; there was no communication with external equipment on (B)(6) 2016 and the patient was unsure of when stimulation was last felt. The last successful recharge session was last month, however the patient was unsure. The patient was not charging because he had been travelling and left his implantable neurostimulator recharger (insr) at home. It was also reported that the patient had the "reposition antenna" screen on the insr and the "poor communication" screen on the patient programmer. It was reviewed that the patient may be able to meet with a manufacturer representative to correct the issue while the patient was on travel. It was noted that the patient did not have a healthcare professional to meet with while on travel. Additional information received from the consumer that the patient was unable to meet with a manufacturer representative to resolve the issue while on travel. The patient was now located near his healthcare professional and requesting help contacting a manufacturer representative. The patient's manufacturer representative was contacted, and the manufacturer representative later reported they would contact the patient to arrange an appointment. Additional information received from the manufacturer representative reported that diagnostic testing or troubleshooting performed included using the antenna locate (al) feature and determining the best location for the antenna. The ins was recharged to (B)(4) and then interrogated with the clinician programmer. It was determined that this was the patient's third overdischarge, so the ins had reached end of service (eos) and could not be turned back on. Impedance checks indicated some electrodes were out-of-range. It was noted that electrodes 0 through 3 were associated with a quad lead, electrodes 4 through 7 were empty, and electrodes 8 through 15 were associated with an octad lead. Impedances values taken at amplitude = 3.00v using reference electrode 1 were: electrode 0 = 2484 ohms, electrode 2 = 1952 ohms, electrode 3 = 4045 ohms, electrode 4 = >40000 ohms, electrode 5 = >40000 ohms, electrode 6 = >40000 ohms, electrode 7 = >40000 ohms, electrode 8 = 5881 ohms, electrode 9 = 5837 ohms, electrode 10 = 5972 ohms, electrode 11 = 5881 ohms, electrode 12 = 5926 ohms, electrode 13 = 5760 ohms, electrode 14 = 5926 ohms, electrode 15 = 5837 ohms. It was further reported that the patient will schedule an appointment with the surgeon to arrange replacing the ins. Surgical intervention was not performed; surgical intervention was planned but not scheduled as of (B)(6) 2016. It was also reported that the issue was not resolved, and the patient's status was alive with no injury. The patient's indications for use included complex reg pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.